Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed in a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6), 2009. Pt's age 80 to 90 years old. Pt's weight was not provided. Per the complainant, the device leaked stomach contents from the port cap, 2 weeks after placement although decompression was performed properly. The procedure was completed with another manufacturer's product. There has been no report of complications or injury to the pt due to this event. The pt's condition post procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).